Event description:
The customer reported the ventilator would not operate on ac power. The customer reported upon inspection of the unit both rear ventilator circuit breakers were found in the off position. The device was not in use on a patient therefore there was no patient involvement or harm. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will switch over to backup battery power if available; if not available the ventilator will shut down and alarm. The manufacturer's service technician reported there was a conchatherm iii humidifer plugged into the rear of the ventilator. The customer reset both circuit breakers to the on position, and the ventilator was functional on ac power.